Event description:
Staff called to patient's room for act. Patient in respiratory distress, gasping, increased o2 consumption from 3 to 9 liters per minute. Attempted to place on niv, however was unable to remove clear vented elbow to replace the blue unvented elbow causing approximately a ten minute delay in placement of patient on niv. Patient improved after approximately ten minutes on niv rr 23 unlabored, on niv, alert -- responding to name.